Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: device history lot: part # 03.010.523; lot # 2l32455; manufacturing site: bettlach; release to warehouse date: 26. Mar. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: picture review: based on the provided picture the breakage of the driving cap tip can be confirmed. The broken off portion remained in the insertion handle. Part# of the driving cap does match with the complaint description but the lot# is not visible. Investigation site: cq zuchwil; selected flow: damaged. Visual inspection: the threaded part of the driving cap is broken. The broken part is missing. The driving cap is in a very used condition with numerous hammer marks on top of the head as well as at the bottom side of the mechanical stop, below the hexagon. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: due to the missing part and the condition of the returned device, a dimensional test is not appropriate, as all complaint-relevant dimensions cannot be measured and can no longer correspond to the valid technical drawings specifications due to the damage incurred. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The review of the manufacturing documents has shown that with 1.4542 stainless steel the correct material was used and that the hardness was within the specification. Summary: the complaint is confirmed as the distal tip is broken. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. D10: concomitant device reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during the procedure, the driving cap/threaded broke. There was no patient consequence. There was no surgical delay. The procedure was successfully completed using another instrument in the tfna set. Concomitant devices reported: unknown nails: lfn (part# unknown, lot# unknown, quantity# 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).